Manufacturer narrative:
(B)(4).

Event description:
At initial implant, the physician encountered some type of impediment that limited advancement of the catheter. In (B)(6) 2010, the pt had a catheter revision to try to advance the catheter more superior in order to bring therapy to her arms. Prior to the revision, the pt was getting good therapy in her torso and legs. Following the revision, she had return of symptoms in her torso and legs and no additional therapy in her arms. Additional information has been requested, a f/u report will be sent if additional information becomes available.